Event description:
The customer contact reported a leak of chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of an unspecified chemotherapeutic agent. After an unspecified length of time in use, the customer contact reported, "pump alarmed - pt rang call bell - nurse attending noticed cytotoxic drug spill on the floor under pump." An unspecified volume of the solution leaked. The solution that leaked was cleaned up according to the user facility's protocol. Reportedly medical intervention was required; however, the customer contact indicated that there were no reported adverse pt effects. Though requested, no additional information was available including what medical interventions were required.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k865060. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).